Event description:
The patient presented to the clinic in an acute withdrawal state. The pump logs revealed a motor stall, and stop pump period may exceed tube set messages. The hcp immediately supplemented the patient on oral medications. The pump was used to deliver morphine, bupivacaine, and fentanyl. The patient was hospitalized for his symptoms of withdrawal and was discharged home. It was also reported that the pump print outs did not revealed anything unusual. The clinic staff suspected that the patient may have 'done something to his pump.' The hcp planned to explant the pump. The patient was being managed via out routes of drug delivery. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.